Manufacturer narrative:
Correction: product not returning.

Manufacturer narrative:
The reported event of unexpected reset was confirmed. The device was received in reset conditions with battery voltage above. Analysis of the device showed that device triggered a reset due to a bus error. Device was reset and then performed as designed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that an insertable cardiac monitor was found reset upon interrogation prior to implant. No patient involved.